Event description:
It was reported that approximately 8 months post-op from a bi-lateral total knee replacement, patient was experiencing pain in both knees. A bi-lateral revision surgery took place on (B)(6) 2015. Left knee: surgeon removed the ar-503-be18, ibalance tka bearing (18mm) from original surgery and also resurfaced the patellar. Surgeon then implanted an arthrex ar-513-be20, ibalance tka bearing 20mm. For the right knee: surgeon performed a total knee revision removing the original ar-503-be18. Surgeon then completed the right knee revision using another manufacturer's device. No arthrex products were implanted in the right knee during this revision procedure. Original surgery and revision surgery were both performed by same surgeon at same facility. Follow-up investigation: it was stated that the reason for the revision surgery was that the device was loose but nothing was broken and that the patellar was not resurfaced initially. The looseness was corrected by using a larger size implant.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect the evaluation findings and conclusion. Complaint not confirmed on two devices. No problem found with devices upon evaluation. The thickness of the devices was measured and found within specifications. The surface profile of the articulating surface on both returned devices was also measured and both were out of specifications. This was expected since the devices were implanted and used for approximately eight months. The implants have normal wear patterns on the articulating surface and would indicate it was implanted properly and functioned properly. No other anomalies observed. The cause of the revision surgery is unknown. A most likely cause of the event is that with time the patient's soft tissue relaxes to the point where it causes laxity and instability. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that approximately 8 months post-op from a bi-lateral total knee replacement, patient was experiencing pain in both knees. A bi-lateral revision surgery took place on (B)(6) 2015. Left knee: surgeon removed the ar-503-be18, ibalance tka bearing (18mm) from original surgery and also resurfaced the patellar. Surgeon then implanted an arthrex ar-513-be20, ibalance tka bearing 20mm. For the right knee: surgeon performed a total knee revision removing the original ar-503-be18. Surgeon then completed the right knee revision using another manufacturer's device. No arthrex products were implanted in the right knee during this revision procedure. Original surgery and revision surgery were both performed by same surgeon at same facility. Follow-up investigation: it was stated that the reason for the revision surgery was that the device was loose but nothing was broken and that the patellar was not resurfaced initially. The looseness was corrected by using a larger size implant.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. A review of the device history record revealed nothing relevant to the event. The contribution of the device to the reported event (surgeon determined that the device was loose) could not be determined as the device was not returned for evaluation. The most likely cause of the revision surgery is that the surgeon put in the wrong size initially and determined there was too much play in patient's knee and replaced the device with a larger size. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Device expected but not yet returned.